Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in primary sensing vector in several episodes due to atrial fibrillation (af). The smartpass feature was noted to be disabled. The automatic setup process was performed, and the device again chose primary sensing vector, and smartpass re-enabled. Technical services (ts) reviewed the stored episodes, and discussed the presence of af with multiple different morphologies that appeared consistent with a bundle (aberrant conduction), with small signal amplitude measurements resulting in t-wave oversensing. Ts discussed the potential of difficulty programming around, and discussed potential treadmill testing and evaluating sensing. No adverse patient effects were reported. This device remains in service.